Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed no damage. When latched closed, the jaws aligned properly to each other. The jaw force reading was within specification. The device was tested on stimulated tissue for proper activation and knife function with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. .

Event description:
The customer's medwatch report stated that during a laparoscopic donor nephrectomy, the ligasure device misfired. The surgeon sealed the gonadal vein twice before cutting with the ligasure. However, the vein was still open. The vein was retrieved with a grasper and a hemolock was placed on the vein. There was minimal bleeding. The site did not provide info as to whether or not an end tone, indicating a completed seal cycle, was heard before surgeon cut with the device. The pt is said to be fine.